Event description:
The technician alleged the nurse call did not function. No pt impact.

Manufacturer narrative:
The technician found a pin missing on the universal television junction box. The universal television control junction box was replaced by the technician to resolve the issue.